Event description:
It was reported that that a patient saw a power-on-reset (por) message on their programmer. There was limited information about the event. The reported did not know if the patient had been exposed to any electromagnetic interference. No further information was provided. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient only needed his battery turned back on using the clinician programmer. It was stated that the patient was 'doing great.' No further information was provided.